Manufacturer narrative:
The customer declined service because the system is currently operating as intended.

Event description:
The customer reported, the 9800 system overload fault error/occurs when using a high technique and in auto mode.